Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. This report will be supplemented if the device is received and/or additional information is received later.

Event description:
The user facility reported that during a bladder procedure, the tip of the resection sheath broke off and fell inside the patient. The broken tip was retrieved from the patient, and the procedure was completed using a different device. There was no patient injury reported.